Event description:
Resistance met when routinely discontinuing the patient's 16 fr bard foley catheter. Registered nurse (rn) aborted catheter removal and notified the resource nurse. Resource rn noted a palpable resistance was met with foley removal at approximately 3cm remaining ¿ no change after complete balloon verification identified. No clots seen and foley had been draining. The balloon deflation was verified with a syringe, main lumen was verified as drained, no visible obstruction at meatus. Foley catheter intentionally cut to also release balloon lumen. Tubing was re-lubricated and attempt made to remove the catheter. Resistance met at 42cm length with 3cm remaining in the patient. Foley easily rotated with no resistance throughout palpated shaft and meatus. Surgeon was notified and came to the bedside. He noted foley removal was difficult and that balloon did not deflate completely. Report of event noted that the foley was removed with persistent tugging and patient suffered some hematuria after removal. The patient did have some slight pink tinged urine output documented. The patient was able to have spontaneous voiding without difficulty and a few hours later was discharged. Manufacturer response for foley/ urinary catheter, (brand not provided) (per site reporter) pending review.